Event description:
It was reported via repair work order that the bed brakes were experience unintended motion due to a malfunctioning base extension cable. It was also reported that the bed lost all motor functions due to a damaged tilt sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.